Manufacturer narrative:
Update to section a1 - patient identifier from ni to 1172. Update to section b3 - date of event from 11aug2025 to 07aug2025. An investigation was performed for the customer issue. The field service representative (fsr) reviewed the module logs for the alinity I processing module, serial number (B)(6), and observed variation with the r1 reagent probe pressure. However, no definitive part replacement or adjustment could be determined as the cause of the issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity associated with the complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and contains adequate information regarding the troubleshooting of erratic/discrepant results. Additionally, another sample from the patient was centrifuged and retested with the expected reactive result, therefore sample integrity could not be ruled out as a cause of the result issue. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Event description:
The customer observed a false nonreactive alinity I anti-hbc ii for a 71-year-old male patient with a malignant tumor of the rectum. The following results were provided: (B)(6) 2025 sid (B)(6), initial anti-hbc result= 0.70 s/co; repeat result= 5.69 s/co. (B)(6) 2025, sid (B)(6), repeat anti-hbc results= 5.47 s/co and 5.79 s/co, additional results provided: hbsag result= 0.00 iu/ml (non-reactive); hbsab result >1000 miu/ml (reactive); hbeag result= 0.26 s/co (non-reactive); hbeab result= 0.90 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false nonreactive alinity I anti-hbc ii for a 71-year-old male patient with a malignant tumor of the rectum. The following results were provided: on (B)(6) 2025, sid (B)(6), initial anti-hbc result: 0.70 s/co; repeat result: 5.69 s/co. On (B)(6) 2025, sid (B)(6), repeat anti-hbc results: 5.47 s/co and 5.79 s/co. Additional results provided: hbsag result: 0.00 iu/ml (non-reactive); hbsab result >1000 miu/ml. (Reactive); hbeag result: 0.26 s/co (non-reactive); hbeab result= 0.90 s/co (reactive). There was no impact to patient management reported.